Manufacturer narrative:
Initial and final (B)(4) -device 3 of 4. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event took place in the united states. It was reported that, the patient encountered four infusion set's tubing detachment event on (B)(6) 2025. The detachment occured from the connector. Infusion set was in use for more than 24 hours. Patient replaced infusion set and resumed insulin successfully and took multiple daily injections (mdi). No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-04246. Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008361, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008361 was manufactured according to the work instruction (wi) version 116 and manufactured in the line 8, on 03/aug/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4g04289 was manufactured according to the (wi) version 11 and manufactured in the machine igtl01, on 03/aug/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4g02820 was manufactured according to the (wi) version 11 and manufactured in the machine igtl01, on 01/aug/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4g042982 was manufactured according to the (wi) version 11 and manufactured in the machine igtl01, on 03/aug/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4g03063 was manufactured according to the (wi) version 11 and manufactured in the machine igtl01, on 04/aug/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.